Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
It was reported that the insulin pump might have been bumped or dropped. There was a crack on the case of the device and the drive support cap appeared to be damaged; it was sticking out. The customer had pressed the cap while still connected to the insulin pump. The customer was unaware of how the damages to the insulin pump had occurred. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).